Manufacturer narrative:
Correction: in section h.10 of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: d.4 medical device expiration date h.4 device manufacture date.

Event description:
It was reported that bd¿ sedi-20 had two measuring positions do not work and some plastic part was broken.

Manufacturer narrative:
Investigation: investigation summary: bd had performed a technical evaluation of the customer's sedi-20 instrument. It was determined that the instrument was operating correctly and therefore, the customer's indicated failure mode was not observed. Upon completion of the instrument evaluation, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report. Investigation conclusion: based on the evaluation of the customer's instrument, the device was found to be operating within the correct parameters. Root cause description: based on the evaluation of the customer's instrument, the device was found to be operating within the correct parameters. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd¿ sedi-20 had two measuring positions do not work and some plastic part was broken.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ sedi-20 had two measuring positions do not work and some plastic part was broken.